Event description:
A patient presented with an abbott 29mm trifecta valve with moderate aortic insufficiency and a mean gradient of 31mmhg. A 29mm sapien 3 valve was implanted with no issues, a residual mean gradient of 4mmhg and trace aortic insufficiency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).